Manufacturer narrative:
Additional information: on 06/28/2019, mentor received additional information that the patient was implanted with replacement devices: mentor memorygel breast implants 350cc, catalog # 3503504bc, serial # (B)(6). On the left side and (B)(6). On the right side. On 07/16/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation with a mentor memorygel breast implant 350cc and experienced rupture intra-operational. The physician ruptured the device while placing it, prolonging the procedure by 15 minutes while the replacement device was procured. As a result, the patient was implanted with mentor memorygel breast implant 350cc, catalog number: 3503504bc, lot number: 7672449. The procedure continued without report of additional patient consequences.